Event description:
It was reported that, "hospital notified us when they went to use (B)(4) they noticed one of the vials of monomer had been broken and monomer had leaked. They assumed it happened in shipping, no visible damage to out box, no damage report on shipping container."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.